Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for being used on a patient. The root cause was determined to be a depleted oxygen cell due to aging of the device or a lack of maintenance as per instructions of the manufacturer. In consequence the ventilator got replaced and the depleted oxygen cell also got replaced. There was no patient or user harm.

Event description:
The attached report from ge health care reads as follows: the failure in this case was due to another manufacturer's product hamilton, filter bowl. The part number is unknown. Machine manufacturer: hamilton model: raphael color serial# (B)(6) high amount of gas is leaking from the central line air filter bowl. Leak rate is greater than 4.5liters and less than 9liters. Name was gas leak was air. Leak location is from the central line air filter bowl. This problem does not affect ventilation. And all modes of ventilation are available. Found central line air filter bowl having crack & because of that gas leakage occurred. Since it is unable to be repaired, fe confirmed that the air filter bowl needs replacement.